Event description:
Caller states that they tested a 66mg/dl a half hour later. Caller also reports seeing a result of 843mg/dl or 342mg/dl, due to cataracts she was unsure. Reading range of device is 10mg/dl to 600mg/dl. Neither 343mg/dl. Or 843mg/dl were found in the device memory no adverse event reported. Quality controls were used and fell within acceptable limits. Requested return of suspect device and rpelacment was sent.